Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac led light for the device would flicker when an ac module was installed. Coinciding with the noted issue, the device would display a power interrupted message. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.